Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted: (B)(6) 2012; 620rg31 heart ring, implanted: (B)(6) 2012. Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted from an outside hospital due to fever and yellow/brown drainage from the implantable cardioverter defibrillator (ICD) device site. Blood cultures were positive for gram negative rods and the organism was identified as staph. The patient was treated with antibiotics and the ICD system was explanted. No further patient complications have been reported as a result of this event. The patient was a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected section. If information is provided in the future, a supplemental report will be issued.